Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/09/2004 and was last repaired on 12/12/2012 for a non-related issue. Evaluation of the device observed that the lever assembly was removed from the device. The hinge end was severely bent and the spring pin holes were sheared. The spring and spring pins were missing. Prior to repair, the device was outside calibration. Specification only at the zero thickness setting. Improper handling by the customer most likely sheared the lever assembly off of the hinge, causing the customer's reported event as a result. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome's on/off switch was broken. Additional clinical follow up with the customer indicated that a metal piece had broken off the device and then the device would not turn on during the procedure. The case was continued, but no information was given of the method with which the harvested the graft(s) was obtained from the patient as the broken dermatome is the only device the facility had. An alternate device may have been borrowed from a sister facility, but hospital staff did not have that information. There was no harm/injury to the patient, and no information was provided as to whether the procedure time was extended.